Event description:
It was reported that the right ventricular lead had high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix was disengaged from the helical channel. The defibrillator conductor was distorted and had a fracture (overstress). The distal conductor had blood/body fluid (not obstructed). The outer tubing overlay had blood/body fluid and a breached cut. The inner tubing was kinked/buckled. The outer insulation was torn and had a cosmetic depression. There was blood in/on the helix/lobe mechanism and helix/lobe mechanism (sleeve head). The lead was stretched.